Event description:
The clinical staff of the hospital contacted cardiacassist to report that a pump had stopped after 7 days of use. The patient's anti-coagulation had been discontinued the day prior to the incident. The pump and system controller were replaced without incident. The patient was not adversely impacted by the incident.

Manufacturer narrative:
Evaluation summary: an evaluation was conducted upon receipt which confirmed that the pump was non-functional. Analysis of the pump found evidence of blood in the lower housing of the pump, as well as damage to the internal bearing components which resulted in the pump failure. Such damage has been previously demonstrated to result from loss of infusion flow through the bearing portions of the pump. The cause of the loss of infusion flow could not be established.